Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior repair procedure on (B)(6) 2013. After the second leg assembly was fired through the second ligament, the physician encountered excessive resistance when pulling it the rest of the way through the ligament by grasping it with the capio device. The suture, with the needle at the end, detached and was captured inside the capio cage. The physician completed the procedure with this uphold lite vaginal support system. There were no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) for lead suture detachment.